Event description:
On (B)(6) 2012, pt reported the down button on the infusion device is not working. Pt stated the down button completely stopped working a couple of weeks ago. Pt reported that prior to that, the button had been working intermittently for a couple of months. Pt stated she noticed the button had stopped working when she attempted to bolus. Pt reported when she bolused, the infusion device would not beep or vibrate, and the screen would not change. Pt stated the button does pop back up. Pt reported she did receive the button recall notice, but did not call because the buttons were functioning all the time. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.